Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-205 and serial number (B)(4)) was used in two (2) pt procedures. On (B)(6) 2009, an esophagogastroduodenoscopy was performed on an elderly pt and on (B)(6) 2009, a colonoscopy was performed on another elderly pt. The settings for the erbe apc/esu system were apc at 40 watts. After the procedures, perforations were detected respectively and surgical intervention was performed to address the condition of each pt. Add'l info from user facility: esophagogastroduodenoscopy with bowel perforation identified. Required surgery to repair perforation (B)(6) 2007.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices and most specifically all of the outputs were/are within specifications. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the events. Most likely there were many factors involved with the incidents and no conclusive determination could be made as to the cause of the events. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work is being planned at (B)(6). Erbe USA, inc. Is now closing the file on this event. Add'l info from user facility: (B)(6). (B)(4).

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-205 and serial number (B)(4)) was used in two (2) pt procedures. On (B)(6) 2009, an esophagogastroduodenoscopy was performed on an elderly pt and on (B)(6) 2009, a colonoscopy was performed on another elderly pt. The settings for the erbe apc/esu system were apc at 40 watts. After the procedures, perforations were detected respectively and surgical intervention was performed to address the condition of each pt. Add'l info from user facility: esophagogastroduodenoscopy with bowel perforation identified. Required surgery to repair perforation (B)(6) 2007.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices and most specifically all of the outputs were/are within specifications. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the events. Most likely there were many factors involved with the incidents and no conclusive determination could be made as to the cause of the events. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work is being planned at (B)(6). Erbe USA, inc. Is now closing the file on this event. Add'l info from user facility: (B)(6). (B)(4).